Manufacturer narrative:
Unable to complete company assessment until further information is provided. Details are pending.

Event description:
It is reported by the doctor a (B)(6) year-old with 70% tbsa with btm died suddenly for unknown reasons.

Event description:
Additional information received from the surgeon via sales representative who stated that patients with 70% tbsa burns it is not uncommon for this outcome and he (the surgeon) did not attribute the death to be device related.

Manufacturer narrative:
No cause provided for death but device not considered related. Initial reporter name changed from (B)(6) to (B)(6).